Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42532006701 - tibia cemented 5 degree stemmed left size d - 67300083. 42512100410 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 67172037. 42540200032 - all-poly patella cemented 32 mm diameter - 67049082. 66044274 - palacospro 75g - y139. G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the left initial knee surgery, the patient suffered a femoral condyle fracture during implantation. Subsequently, the patient was experiencing pain as a result of the initial fracture and was subsequently revised approximately 5 weeks post-op. Only the femoral component was revised. Attempts have been made and all available information has been provided.